Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged debridement and subsequent bleeding are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Kci has made multiple unsuccessful attempts to obtain additional clinical information. Device labeling, available in print and online, states: precautions: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On 06-apr-2020, the following information was reported to kci by the patient: on (B)(6) 2020, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was suspended allegedly due to bleeding after debridement was performed. No additional information available. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion.

Event description:
On (B)(6)2020 , the following information was reported to kci by the patient: on(B)(6)2020 , the activ.a.c.¿ ion progress¿ remote therapy monitoring system was suspended allegedly due to bleeding after debridement was performed. On (B)(6)2020 , the following information was reported to kci by the physician's assistant: the debridement performed is standard of care for this patient. The minor bleeding caused by the debridement was resolved with pressure. The debridement and the subsequent minor bleeding were not related to v.a.c.® therapy. On(B)(6)2020 , the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On(B)(6)2020 , the device was placed with the patient. On(B)(6)2020 , the device was tested per quality control procedure by kci quality engineering and passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the corrected clinical information and the additional information obtained regarding the device; the physician's assistant confirmed the patient did experience minor bleeding caused by the debridement performed. The patient undergoes serial debridements that are unrelated to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Kci has deemed the alleged events as not reportable based on the corrected information that was received on (B)(6)2020 . MDR-3009897021-2020-00187 submitted on(B)(6)2020 reported the following: section b5: on (B)(6)2020 , the following information was reported to kci by the patient: on (B)(6)2020 , the activ.a.c.¿ ion progress¿ remote therapy monitoring system was suspended allegedly due to bleeding after debridement was performed. No additional information available. Section g3: consumer section h10: based on information provided, it cannot be determined that the alleged debridement and subsequent bleeding are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Kci has made multiple unsuccessful attempts to obtain additional clinical information. Correction: section b5: on (B)(6)2020 , the following information was reported to kci by the patient: on (B)(6)2020 , the activ.a.c.¿ ion progress¿ remote therapy monitoring system was suspended allegedly due to bleeding after debridement was performed. On (B)(6)2020 , the following information was reported to kci by the physician's assistant: the debridement performed is standard of care for this patient. The minor bleeding caused by the debridement was resolved with pressure. The debridement and the subsequent minor bleeding were not related to v.a.c.® therapy. Section g3: health professional and consumer section h10: based on the corrected clinical information and the additional information obtained regarding the device; the physician's assistant confirmed the patient did experience minor bleeding caused by the debridement performed. The patient undergoes serial debridements that are unrelated to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Kci has deemed the alleged events as not reportable based on the corrected information that was received on (B)(6)2020 .